Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the patient's pulse generator displayed far-r over-sensing causing automatic mode switch. Programming changes were performed. The patient was stable.